Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0b6zm, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was indicated that the patient experienced a loss of therapy. The patient reported that they were having the ins and leads replaced the day after report and wanted to know what to expect after surgery. The patient was having a new implant put in the right side and was having the current implantable neurostimulator (ins) taken out of the left side. It was indicated that the leads were also going to be replaced. The patient was to follow up with their healthcare professional (hcp) regarding the post implant expectations. The patient noted that their toes were curling and that the leads were not functioning. The patient stated that they were told by a manufacturer representative (rep) that the leads were not functioning correctly sometime before (B)(6). Additional information was received from a rep on (B)(6) 2017. The rep reported that they interrogated the patient¿s device on (B)(6) 2017 and it showed high impedance. The rep stated that the hcp had informed the patient that the device needed to be replaced and noted that the device was replaced on (B)(6) 2017. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.